Manufacturer narrative:
Device evaluation summary: device evaluations of monitor sn (B)(4) and electrode belt sn (B)(4) were completed. The monitor and electrode belt were fully functional upon receipt. Monitor sn (B)(4); electrode belt sn (B)(4): 06/01/2011. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/dcrh_docs/pdf/p01003ob.pdf.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The daughter of a (B)(6) male patient contacted zoll customer support on (B)(6) 2013 to report that the patient was treated twice while driving. She reported that the patient couldn't press the response buttons because he was driving. She reported that the patient crashed his car and was fine, but that she believed the device malfunctioned and did not need to treat the patient. During a subsequent follow up, the patient's granddaughter reported that at the time of the treatment the patient had his hands on the steering wheel. She alleged that when the shock was delivered it caused the car's battery and electronic system to stop working and also caused all of the keys to blow off of the key ring. Per review of the treatment event, the patient experienced an inappropriate defibrillation event. The patient received four inappropriate and one appropriate treatments. Svt at 191-228 bpm contributed to the false detections. The first treatment was delivered at 18:00:00 on (B)(6) 2013. The rhythm at the time of the treatment was svt at 191 bpm with a short run of nsvt. The post shock rhythm was svt at 132 bpm. The second treatment was delivered for vt at 221bpm at 18:01:06. The rhythm was converted to svt. The post shock rhythm of treatment four was svt. The post shock rhythm of treatment three and five was sinus tachycardia. The response buttons were pressed intermittently, but not immediately prior to the treatment events. The patient continued to wear the lifevest.